Event description:
The company was made aware on (B)(6) 2012 that an unidentified patient had filed a voluntary medwatch report on (B)(6) 2011. The pt was reportedly experiencing headaches after upgrade of external equipment in (B)(6) 2011. The pt was prescribed pain medication (hydrocodone). However, the pt continued to experience headache and pain, which caused dizziness, insomnia, light sensitivity and blurred vision.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable issue as closed. Due to inability to identify the pt, no follow up can occur. This is the final report.